Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon performed a right total hip replacement on (B)(6). Post op xray showed the hip to be dislocated. The surgeon brought the patient back to the or and exchange the head for a +2.5 and exchanged the liner for an elevated rim liner.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon performed a right total hip replacement on (B)(6). Post op x-ray showed the hip to be dislocated. The surgeon brought the patient back to the o.r. And exchange the head for a +2.5 and exchanged the liner for an elevated rim liner.